Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the surgeon squeezed on the buttons to roll the heartstring seal and noticed that the seal was not rolled up properly. The seal did not load inside the delivery tube when the surgeon pushed the delivery tube. The surgeon tried to roll the heartstring seal several times, and the seal failed to load. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. (B)(6).

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).